Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on 11/28/2016, that a sign implant, implanted on (B)(6) 2015 to repair a fracture had to be removed due to infection. Surgeon comment: "patient complaints pain in fracture site. Wants exploration to fracture site was done. Deep seated necrotic materials were found. Removal of the nail and infectious materials. Antibiotic cement beads were into the dead space. Culture and sensitivity was done and antibiotic was given for 3 weeks."